Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced nocturia, frequency, urge incontinence, stress urinary incontinence, and overactive bladder. It was also reported that the plaintiff allegedly experienced pain and recurrence. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00528.